Event description:
It was reported that cartridge alarm 20 occurred repeatedly with consecutive cartridges during insulin delivery. There was no adverse impact to the customer¿s blood glucose level. Customer used multiple daily injections as backup insulin therapy, and technical support arranged shipment of replacement pump.